Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the system board was replaced to resolve the malfunction. It was determined that the software needed to be re-installed into the device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.